Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The physician attributed the event to a surgical complication where the lens haptic got caught on the patient's zonule and resulted in a posterior capsule tear.

Event description:
During cataract surgery, the haptic of the crystalens got stuck on the patient's zonule and the posterior capsule tore. A second lens was implanted in the sulcus. Additional information has been requested from the physician.